Event description:
It was reported that the lead wires had been hanging out for several months and the patient had been covering them up with bandages. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months from the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial/ batch: (B)(6).

Manufacturer narrative:
Sc-2317-70 (sn: (B)(6). The returned leads were analyzed visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent or kinked location of the lead. The bent or kinked location was near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. With all the available information, boston scientific concludes that the reported event is a known risk of implanting a pulse generator as part of a system to deliver scs. Therefore, this investigation is assigned a probable cause of known inherent risk of device. Additionally, the lead body is damaged. Investigation found that the cause of the broken cables was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that the lead wires had been hanging out for several months and the patient had been covering them up with bandages. The patient underwent an explant procedure and was doing well postoperatively.